Event description:
It was reported that the pump would make a hissing noise whenever the customer plugged the pump into a power source. In addition, the customer stated the rubber door was burnt and the usb port looked "fried." There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.